Event description:
Info was rec'd that reported a pt was hospitalized in 2008, due to an incident of hyperglycemia. The rptr stated the pt had an ear infection the week prior to the hospitalization and with the infection his blood sugar spiked. Several days later they went back to normal, then spiked again. His bg continued to be elevated and the pt became more ill until he was finally hospitalized on the same day. Upon admission the pt's blood glucose was >300. The pt was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.